Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive all buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery, a21, low battery alarms or back light anomaly due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons of insulin pump was unresponsive, sticking and harder to work. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they have to change batteries every three days, backlight was dimmer and had unexplained no delivery alarm. Customer reported that insulin pump lost settings multiple times after battery completely dead. The insulin pump will not be returned for analysis.